Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel dxl 800 access immunoassay system for one patient. A patient sample gave a result of 4.55ng/ml which upon repeat gave results of 0.06 and 0.08ng/ml. A second sample drawn from this patient gave 2 results of 0.10ng/ml and a third sample drawn gave results of 0.07 and 0.09ng/ml. The erroneous result was not reported outside of the laboratory. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc before and after the erroneous results was within specifications. A field service engineer (fse) was on-site in 2009: (a) fse performed hardware verification testing which met specifications. Fse also performed a precision run and system check which both passed within specifications. (B) repair was performed per established procedures and met published performance specifications. A clear root cause for this event has not been identified to date. A malfunction will be assumed for the purpose of this report.